Event description:
The customer reported that the safety system on the hl20 is not working. There is no air emboli or pressure stop. The 19 inch rear panel rack board is defective. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted when additional information becomes available.